Manufacturer narrative:
The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. It was noted that the set screw was loose during lead revision. The device was explanted and replaced. The patient was stable.